Manufacturer narrative:
The viasys tech support specialist in conjunction with another company biomed determined that the most likely root cause of the reported event was a faulty alarm board assembly. Another company was shipped a replacement alarm board assembly for the repair of the device. They were given a return goods authorization (rga) number for the return of the alleged faulty alarm board assembly for evaluation. As of the date of this report the device has not been received by us.

Event description:
Contacted rep. He reports that despite changing the battery, the "low battery" light illuminates. Also, the alarms do not sound. He suspects a defective alarm board.